Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the patient reported that they had their implantable neurostimulator repositioned possibly due to weight loss and that "there was a pocket or something and they had to put it somewhere else and moved it up." There were no patient symptoms reported.

Event description:
It was reported that the patient lost a little weight and now the implantable neurostimulator (ins) felt really loose and was wobbling around in the pocket site. The patient had also been feeling a surging sensation so the manufacturer¿s representative (rep) met with the patient the day of the report and turned off adaptivestim and so far things seemed to be okay. At the time of the report no further troubleshooting, interventions, or actions were taken or planned to resolve the ins being loose. The rep. Had no further updates on how the patient was doing. It was later noted that while stimulation was turned on and off the patient experienced a burning sensation at the battery pocket site, and claimed to have felt the burning for a while. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.